Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00088.

Manufacturer narrative:
Information was received via journal article. (B)(4).

Event description:
It was reported via journal article that the patient had poor hip scores. The aaos score was iii, paprosky 3a and harris hip 78,78,68 at 1,2 and 5 years respectively. No further information is available.